Manufacturer narrative:
Samples received: none. Analysis and results: there is one previous complaint of the same batch. We manufactured and distributed in the market (B)(4) units of the same batch. There are no units in our stock. We have not received any sample for analysis. Without any closed sample we cannot carry out an analysis in order to take a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil b. Braun surgical requirements. As indicated in the mode of action in the instructions for use of the product: monomax is gradually degraded by hydrolysis and via enzymatic pathways. The degradation process leads to a successive decrease of the material's tensile strength and finally to a complete mass absorption of the fiber. The mass absorption of monomax is essentially completed in between 13 months and more than 36 months, depending on the size of the suture material and the perfusion of the tissue in which the suture is implanted. In the warning notes/precautionary measures from the instructions for use of the product is it also explained that: monomax should be used applying the standard surgical suturing and knotting techniques, taking into account the surgeon's experience with the respective surgical procedure. Care should be taken that the knots are positioned properly and adequate knot security is given. At least a minimum of 4 correctly placed square and flat knots should be done. When working with monomax suture material, great care should be taken to avoid any crushing or crimping damage of the monofilament by instruments such as forceps or needle holders. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
Country of complaint: (B)(6). It was reported that the thread had degraded from the package. Some thread was not strong enough to hold and the abdomen would re-open.